Manufacturer narrative:
As of today, this lead remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that noise and oversensing are known inherent risks as described in the instructions for use manual for this model lead. If additional information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has exhibited noise since 2014. Review of a recent transmission revealed stored episodes containing fine noise with oversensing that looked like muscle noise. Rv pacing impedances were in the low 300 ohm range. Lead insulation degradation was suspected, and it was noted that this lead was implanted in 2008. Technical services (ts) discussed possible options including lead revision or performing defibrillation threshold (dft) testing. Ts also suggested potential programming options that would decrease sensitivity, increase rate zone cutoffs, and increase initial duration in tachy zones to prevent inappropriate shocks. This lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this lead remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that noise and oversensing are known inherent risks as described in the instructions for use manual for this model lead. If additional information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has exhibited noise since 2014. Review of a recent transmission revealed stored episodes containing fine noise with oversensing that looked like muscle noise. Rv pacing impedances were in the low 300 ohm range. Lead insulation degradation was suspected, and it was noted that this lead was implanted in 2008. Technical services (ts) discussed possible options including lead revision or performing defibrillation threshold (dft) testing. Ts also suggested potential programming options that would decrease sensitivity, increase rate zone cutoffs, and increase initial duration in tachy zones to prevent inappropriate shocks. This lead remains in service at this time. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead and right atrial (ra) lead were scheduled for lead revision due to noise with oversensing. The rv lead was surgically abandoned and replaced. It was noted that the patient did not need atrial pacing. As a result, the ra lead was kept and the device was set to vvi. No additional adverse patient effects were reported.